Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2024, the patient reported that they experienced inaccurate cgm values which occurred an unspecified day after the sensor had been inserted in the arm. The patient was unable to recall what was she doing that day, what she remembers was that it was early in the morning and she felt good and then after an hour the cgm reading was 95 mg/dl, and the bg reading was 64 mg/dl. Her son-in-law called her husband to call the paramedics. The paramedics arrived and she was getting high readings in the cgm and low readings in the bg meter (no exact values reported). Her husband treated her with peanut butter sandwich and orange juice. The paramedics treated the patient with a glucagon shot. The patient was not taken to the hospital. At the time of the report the patient was fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.